Event description:
Additional information received reported that the event was caused by the advancing disease. It was noted that the patient experienced symptoms of "freezing." No patient injury or hospitalization was reported.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated for the last two weeks prior to report the patient was "freezing, had many muscle cramps, and was walking extremely slow." The patient had been seen by their health care provider 6-7 weeks prior. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3389s-40, lot# v126339, implanted: (B)(6) 2008. Product type: lead. (B)(4).